Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of approximately 300-400 mg/dl. Cause of bg level was not known. Customer administered a bolus via the pump and performed a supply change to address the issue and went to the emergency room with high ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the intensive care unit; information regarding treatment was not provided. Customer was discharged approximately 4-5 days later with the issue resolved and no permanent damage. Customer declined further troubleshooting with tandem technical support. The customer continued to use the pump for insulin therapy.